Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery, skin was stuck in one of the rolls in the device and the graft was partly ruined. Per vdoc, the graft got stuck in one of the spikes of the cutter.the customer returned a skin graft mesher device, serial number (B)(4) to medicrea for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), to zimmer biomet surgical for evaluation. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea have previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the left side of the comb is damaged and the comb, bearings, washers, roller, and roller gear were replaced. This is not a related issue. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the calibration was out of specifications, however the device produced a passing sample mesh. The sliding pin and spring of the ratchet were corroded. No cutters were returned for evaluation. Product review of the 1.5:1 cutter by zimmer biomet surgical on (B)(6) 2018 revealed that the device produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the sliding pin and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the cutter failed to produce a passing sample. There was no damaged noted to the roller on the mesher. The cause skin getting stuck in the spike of the cutter was due to a damage cutter. The root cause of there being skin stuck in spike of the cutter could not be determined with the provided information since it is unknown how the cutter became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, skin got stuck in one of the rolls in the device and the graft was partly ruined. They had to take another device and get a second graft. There was a delay of a few minutes. Cutter seemed to have damage. No additional consequences have been reported as a result of this malfunction.